Event description:
An ophthalmic surgeon reported insufficient irrigation during a cataract with intraocular lens implant procedure. The pt experienced a thermal injury at the incision site. The surgeon switched the handpiece and had more thermal burning. Approx 1/3 of the cornea was affected. Sutures were placed in the "puckered incision". The facility obtained corneal tissue and performed a corneal graft later the same day.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).